Event description:
Additional information received indicated more episodes of oversensing and low pacing impedance was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation testing was performed in clinic and the noise was not reproducible. Reprogramming is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.